Event description:
Per the clinic, the patient experienced a recurring skin overgrowth on the abutment (specific dates not reported). The patient underwent revision surgery to remove the excess skin (specific date not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.